Event description:
In this event it was reported that a pair of palodent plus forceps broke; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Electricity was shut down / interrupted during the annealing process, due to very heavy electric load shading during that time. A scar has been issued to the original manufacturer, who is currently working to correct this issue.